Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On (B)(6) 2023, it was reported by a facility representative via sems that an ar-12250 suture cutter broke. This occurred during a case, after attempting to cut the suture, a piece broke off that disconnects from the top cutting portion from the activating handle. There was no patient effect reported.

Manufacturer narrative:
Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error due to user-applied excessive mechanical forces.